Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
It was reported that the 3/4 stem impactor broke during the case.

Manufacturer narrative:
Correction: h6 device code. The reported event could be confirmed, since the product was returned for evaluation. The device inspection revealed the following: the visual inspection of the returned device reveals that the impact tip has fractured into two separate pieces. Several external impact marks are evident on the tip¿s surface. The observed breakage pattern, originating from the specimen¿s edge and characterized from the v-shaped feature, suggests catastrophic failure brittle in nature likely due to rough handling or excessive application of mechanical force. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing related problems were found during the investigation. Based on investigation, the root case was attributed to design and intended use related issues. The failure was caused by intended use. As a device that is manufactured of radel plastic and incurs numerous impaction events, cleaning and sterilization cycles, breakage as noted in this complaint can be expected. A design change is already identified to prevent the recurrence of the alleged failure. If more information is provided, the case will be reassessed.

Event description:
It was reported that the 3/4 stem impactor broke during the case.